Event description:
Reporter indicated that a dell handheld computer's screen was freezing. Flashcard re-insertions and a soft reset were reported as unable to resolve the event. A new handheld computer was sent to the site. Good faith attempts for return of the device have been unsuccessful to date.